Manufacturer narrative:
The implicated disposable set was not available for investigation. Upon reviewing photos provided by the distributor, it appears that there was a flash partially blocking inside the tip of the tubing. The retain sample for the associated lot was inspected and no evidence of any blockages were found. The manufacturing records for this lot were also reviewed and no anomalies were identified. A review of complaints for the past year indicated that here have been no additional reports of this nature; it appears that this was an isolated incident. It was reported that the procedure was completed without any further issues; no patient injury was reported. All associated personnel have been made aware of this incident. We will continue to monitor and trend similar reports of this nature going forward. Should additional information become available, a supplemental report will be provided.

Event description:
Our distributor received a complaint from a user facility and relayed the following report: it was reported by the customer that they had a faulty/defective bifurcated patient line disposable during a case on 07oct2019 in thailand. One of the four bifurcated tubes (outflow) looked abnormal right after opening the set, but they proceeded with the case using the implicated set. A short time into the procedure the tube became completely blocked; the doctor paused the treatment and opened the tube using a needle. (Their comment is that it looks like a hard glue blocking the tube). They reconnected everything and the procedure was completed without issue.